Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. It was reported that on set-up prior to firing, the refill clicked into place but did not lock and the reload fell off from the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the shipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the gia¿ universal stapler, endo gia¿ universal stapler, endo gia¿ ultra universal stapler, and idrive¿ ultra powered handle with endo gia¿ adapter. Endo gia ultra universal, gia universal short, and endo gia universal . To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, on set-up prior to firing, the refill clicked into place but did not lock, the reload fell off from the handle. The device was replaced with another reload. No patient complications have been reported as a result of this event.